Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing and pigtail. The customer's blood glucose level ranged from 432-487 mg/dl. . Reportedly, the customer disconnected at the luer lock instead of at the infusion set site. Tandem technical support educated the customer on how to properly disconnect from the pump. The customer resolved the issue by changing the pump supplies prior to the report with tandem technical support (cts). In addition, it was reported that an occlusion alarm occurred. The customer resolved the issue prior to the report with cts, therefore, troubleshooting could not be performed to determine the cause of the occlusion alarm.